Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted in patient.

Event description:
It was reported the customer experienced an infection. No additional information is available.